Event description:
It was reported that during a thrombectomy procedure that a "road runner" guidewire in the retrograde direction into the radial artery was used with a fogarty catheter. After use a angiogram was performed, it revealed that a vascular rupture/dissection of the radial artery had occurred. A stent was placed in the artery. The patient was released from the hospital and received dialysis the following day. It is not known if there was any resistance noted during the procedure or how many passes were performed or what type of clot was inside the artery.

Manufacturer narrative:
The catheter was discarded. The complaint could not be confirmed without return of the product for evaluation. Review of the information available suggests that procedural factors and/or characteristics of the vasculature may have contributed to the event. Lot number was not provided, therefore review of the manufacturing records could not be completed.